Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient has been refusing to take medication prescribed to prevent af with rvr. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (b)(6 2012; 4195 implantable pacing lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.